Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed high capture thresholds in the right ventricular lead. The lead was explanted and replaced. The patient was in stable condition post-procedure.